Manufacturer narrative:
The event date is unknown. Concomitant medical products and therapy dates: model: mn10450-90a (x2), drg leads, therapy date: unknown, model: mn10200, drg ipg, therapy date: unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 4 of 4: reference MFR. Report#: 1627487-2019-14264. Reference MFR. Report#: 1627487-2019-14265. Reference MFR. Report#: 1627487-2019-14266. It was reported the patient had been receiving ineffective therapy. An impedance check revealed no anomalies. The patient's scs system was later explanted.